Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was hospitalized on (B)(6) 2014 complaining of abdominal pain, fatigue and shortness of breath. Patient states that five days prior was in the emergency department (ed) for abdominal pain, work up done then discharged home. Condition didn't improve, but worsen, along with poor appetite. On (B)(6) 2014 an abdominal computed tomography (CT) scan was performed, finding multiple wedge-shaped hypodense defects on the spleen, similar to previous findings. However, a new round of hypodense lesion is seen on the inferior aspect of the spleen measuring 4.3 x 2.8 cm with surrounding perisplenic fat stranding concerning for new infarct. This event was resolved and patient discharged on (B)(6) 2014. No further information provided at this time.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Clinical factors that may have contributed are multifactorial and may be attributed to medical treatment, progression of disease, anticoagulation therapy, and patient comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.